Event description:
It was reported that a pump motor stall had occurred about 3 months ago. Corrosion due to off-label medication was indicated as a potential cause. It was also reported that the patient had a return of back pain symptoms. The pump was replaced and there was no patient injury. No further information was reported. The drugs delivered via pump were bupivacaine and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed corrosion of the motor gear train.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter, product ID 8590-1, lot# j12316r, implanted: 2005-(B)(6), product type accessory. (B)(4): analysis results were not available at the time of this report. A follow up report will be submitted when analysis is complete.